Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 based on the date the manufacturer became aware of the event. (B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the doudenum. The implant date was not reported. According to the complainant, the physician noticed that the stent migrated distally and was pushed distally by the stricture into the doudenum wall causing perforation. The perfoartion was managed by the physician successfully. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.